Event description:
It was reported that the patient had high impedances on the leads. The patient underwent a replacement procedure and was doing well postoperatively. Additional information was received that the patient experienced a lack of therapy as a result of high impedances. It was believed that there was nothing wrong with the ipg. The explanted devices will not be returned per hospital policy.

Event description:
It was reported that the patient had high impedances on the leads. The patient underwent a replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6). Product family: scs-ipg-r, upn: m365sc11600, model: (B)(6), serial: (B)(6), batch: (B)(6).